Manufacturer narrative:
Examination was not possible as no product was returned. Although the exact root cause was not determined, the placement of the tibial tray during the initial implantation may have been a contributing factor. No evidence was found that would suggest product error was a contributing factor. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. It would not be unreasonable to expect some wear after approx 11 years of implantation. The need for corrective action was not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address loosening of the tibial tray and femoral component. Poly wear of the insert was noted intraoperatively.